Event description:
It was reported that a scheduled transmission review notated small changes in both impedance and threshold measurements on this cardiac resynchronization therapy defibrillator (crt-d). The pacing impedance has been decreasing and the threshold increasing. There were no out of range measurements observed. The measurements will be monitored weekly. At this time, the system remains in service. No adverse patient effects were recorded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).